Manufacturer narrative:
As a unit had not been returned, a technical analysis cannot be performed. The manufacturing records were reviewed and no issues or discrepancies were found, and met all specifications. The most probably root cause classification is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
It was reported that post a coronary stenting treatment procedure, in-stent restenosis occurred. The lesion was located in a non-calcified and moderately tortuous proximal right coronary artery. A liberte' bare metal stent was implanted in the lesion. No pt injuries or complications were reported. An unk time later, the pt presented with a 90% stenosed lesion in the bare metal stent. The restenosis was treated by angioplasty using a 3.2x15mm quantum maverick balloon. No further pt injuries or complications occurred. Pt status is satisfactory.